Event description:
It was reported that someone from the manufacturer called the patient and told her that her lead was defective and causing shocking, as well as providing the potential for cardiac events, however there was no record of this call. It was noted that the patient's ins was probably close to depletion, though it had been checked by the hcp on (B)(6) and was ok. Additional information received reported that no malfunctions were seen with the patient's system, though the ins was set to deplete within two months as it had two stimulating electrodes at 5.7 volts. The patient was receiving limited therapy from the ins until she could be reimplanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot#: v042643, implanted: (B)(6) 2007, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).